Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit is not infusing correctly. On (B)(6) 2016, the customer stated the pump was set to infuse 850ml at 50ml per hour but 1000ml was delivered over 18 hours because the unit failed to suspend at the end of the set feeding. No harm to the patient or medical invention required.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of under/ over delivered outside accurate limit. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.